Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) for the reported lot number (02j1200915) was reviewed. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. However current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be updated with the eval results.

Event description:
The complaint was reported as: the customer alleges that although the flow is adequate and the micro mist is closed tightly, the deflector fails to generate aerosolized particles. No report of patient injury.